Event description:
It was reported that a user of the ilet bionic pancreas experienced a low blood glucose event with a recorded nadir of 66 mg/dl, self-treated with three glucose tablets, and then administered glucagon, after which glucose rose rapidly and was later reported around the mid-200 mg/dl range. Symptoms included hypoglycemia. Outcomes included no need for third-party assistance and no hospitalization. Investigation included review of device-generated reports synchronized with the app and provision of user education on hypoglycemia treatment. Investigation of this case revealed no device malfunction and that the event was temporally associated with early algorithm adaptation during initial days of use, with user-initiated treatment contributing to subsequent hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.